Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of changed the transfer set (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal pd4 g-2.5% twin bag (dianeal_2.5% pd4_solution for peritoneal dialysis_bag, pvc) therapy. On an unreported date in (B)(6) 2011, the patient had a tunnel implanted and began treatment with dianeal pd4 g-2.5% twin bag therapy (2 liter per bag, 6 liter per day) (lot number unknown) intraperitoneally (ip) for renal failure. Dianeal therapy was ongoing with dose increased. The consumer reported the following via a baxter sales representative. On (B)(6) 2012, the patient changed the transfer set for pd therapy. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and turbid peritoneal effluent and was hospitalized the event. The patient had symptoms for about a week. According to the patient, the peritonitis was related to the new transfer set as it was softer than the old one. Treatment was not reported. At the time of this report, the patient was still in the hospital. At the time of this report the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.